Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer also reported the insulin pump was powered off without any alarms prior. The customer reported inserting a new battery and a signal too low alarm and unexpected restart alarm occurred. The customer also reported condensation present around the insulin pump's display window. It was also found the insulin pump powered off during a self-test. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent escape button due to flattened dome switch also, traces of moisture were found at the motor assembly. The insulin pump was monitored; no blank display, black display, a17 alarms or unexpected a21 error alarms noted. No damage was found on the lcd isolation tape noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. The insulin pump passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The insulin pump has cracked case at the display window corners, cracked display window, cracked batter tube threads and minor scratched lcd window.